Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "increased risk of developing alcl, fear of developing alcl, testing and evaluation for alcl, subcellular changes, anxiety, swelling, capsulectomy, capsular contracture, asymmetry". This record is for the left side. Device was explanted.